Event description:
It was reported that the intermittent catheters were packed improperly when they opened the box. The end tips, opposite of the insertion end, are jagged and not cut properly. The patient stated that they appear to not be lubricating correctly and have caused minor bleeding.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿blunt knives ¿. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.